Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a primary attune tkr due to tray loosening and posterior collapse. Patient operated on 7 years ago and states she had the knee down at (B)(6) hospital, but we have never done an attune knee at (B)(6) hospital (she does have another tkr on the opposite side which is a different companies which could have been done in (B)(6)). Patient was confused and surgeon thinks she may have been done at repatriation hospital which now doesn't exist anymore. No lot numbers could be determined when components had been removed due to damaged of getting the implants out. Doi: unknown, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicated the following: stated in the event, "revision of a primary attune tkr due to tray loosening and posterior collapse." Please confirm what interface was loose. Tibia. Was surgery time extended? If yes, what was the duration of the delay? No delay. Was there an allegation against the inset and the femoral? If yes, please provide details. No allegations. Is the surgeon aware of any possible patient conditions that may have contributed/caused the posterior collapse? No.